Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text : device remains implanted

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft and an afx vela suprarenal. Approximately three years post initial procedure, during a routine follow up, a type ib endoleak from the right side appeared on the computed tomography angiography. The physician elected to add an ovation ix extender on the right side. It was also noted that the proximal cuff had dropped down or landed 1 cm too low. The physician elected to extend up to the renals and place a bridge piece so an afx vela suprarenal cuff and an afx vela infrarenal cuff were placed for overlap. The endoleak was resolved and the patient was reported as being stable.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the implant migration complaint is unconfirmed. The type ib endoleak and additional endovascular procedure complaints are confirmed. This is moderately consistent with the reported adverse event/incident. No contributing factors were identified. Device, user, procedure or anatomy relatedness of complaint cannot be determined. No procedure related harms could be identified. The final patient status was reported as discharge to home on postoperative day one in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: date received by manufacturer has been updated. H6: result code: remove code 3233 h6: conclusion code: remove code 11.